Event description:
Title: skin closure using barbed sutures improves patient satisfaction with wound healing compared to interrupted sutures in total knee arthroplasty: a prospective single-blind randomized controlled trial. The aim of this study is to investigate whether skin closure using barbed sutures improves postoperative cosmetic outcomes compared to interrupted sutures and whether cosmetic outcomes correlate with knee-specific patient-reported outcome measures (proms) in tka. Between august 1, 2019, to may 27, 2020, there were 83 knees included in this study (44 in the barbed suture group and 39 in the interrupted group) underwent primary tka (total knee arthroplasty) using polyfilament sutures (vicryl 1- 0; johnson & johnson, new brunswick, new jersey) in both groups. Reported complications are n=2; superficial incisional surgical site infection. Treatment: debridement. N=? Pain. Treatment: not mentioned. N=? Itching. Treatment: not mentioned. In conclusion, skin closure using barbed sutures improved patient satisfaction with wound healing after tka. Since cosmetic outcomes were associated with postoperative proms, selecting a suture technique with a favorable effect on skin condition may contribute to improved patient satisfaction in tka.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j arthroplasty. 2026 feb;41(2):465-472. Https://doi.org/10.1016/j.arth.2025.06.065 epub 2025 jun 20. Pmid: 40545066.